Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: d1, d4 lot number, version/model and catalog number.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d4 version or model and UDI number, d9 device available for evaluation and date return to manufacture, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d7a, d10. Stephanie costello called and emailed complaining of a helium alarm with mega 50cc. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between sheath and catheter. The sheath was returned over the catheter tubing. One kink was observed on the catheter tubing 38.8cm from the iab tip. The extender tubing was also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The evaluation cannot confirm the reported failure. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that balloon catheter intra-aortic balloon (iab) had helium alarm. There was no harm reported.